Event description:
The customer reported that an 840 ventilator had cycling problems while in use on a pt. There was no pt harm or injury reported. The customer reported the ventilator is working and the hospital suspects it was a user error. Covidien has attempted to contact the customer in regards to the ventilator and event. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).